Manufacturer narrative:
The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) review was conducted for the reported lot number. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. Reference internal complaint (B)(4).

Event description:
It was reported that a physician attempted to performed a novasure endometrial ablation on (B)(6) 2015 and received several unsuccessful cavity integrity assessment (cia) tests. The physician then performed a "hysteroscopy and noticed a perforation at the fundus". No intervention was required. The procedure was aborted and the patient was discharged home. Dilatation (not a hologic device) was performed prior to the attempted ablation. It is not known when this perforation occurred or what instrument may have been the cause.